Event description:
It was reported that a sensor expiration alert occurred prematurely. Additionally, it was reported that the transmitter lost connection with the pump for greater than one hour. There was no reported adverse impact. The sensor and transmitter were replaced to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.